Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a calibration error occurred, and they experienced high blood glucose levels of 26.6 mmol/l. The customer did not list symptoms, but treated the event with a manual injection a well as the insulin pump. The reason for the call was the customer wanted to know how to turn off their alarms. Troubleshooting was not completed, and a replacement sensor will not be sent. The sensor will not be returned for analysis.